Manufacturer narrative:
It was not possible to perform a temperature check on the device as the motor was seized. The bearings and seals were also worn. There was also a leak in the rear seal. The device was repaired and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.